Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products: compress short anti-rotation spindle catalog # 178366 lot # 977520, compress short anchor plug catalog # 178562 lot # 461060, compress centering sleeve catalog # 178544 lot # 377200, compress transverse pin catalog # 178529 lot # 017480, compress device nut catalog # 178512 lot # 099450, compress traverse pin catalog # 178528 lot # 798680, unk stryker gmrs adapter catalog # unk lot # unk. Customer has indicated that the product will not be returned because it was discarded. Multiple MDR reports were filled for this event: 0001825034-2019-04667. 0001825034-2019-04669. 0001825034-2019-04671. 0001825034-2019-04672. 0001825034-2019-04674. 0001825034-2019-04676. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded

Event description:
It was reported that patient underwent a revision procedure approximately six months post-implantation due to pain. Attempt for further information has been made, but no further information has been provided.